Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon investigation, the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor failed a pulse test.

Event description:
A us distributor contacted zoll to report that a monitor failed a pulse test.

Manufacturer narrative:
Follow-up report #1 - additional information - (B)(6) 2018. Device evaluation of monitor sn (B)(4) was completed. During the root cause investigation it was identified that insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted, which in turn damaged other components on the pca. The root cause for the shorted igbts could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. Upon investigation, the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.